Manufacturer narrative:
Product ID: 3389s-40, lot# va0670c, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va06b3v, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va0670c, ubd: (B)(6) 2015, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: va06b3v, ubd: (B)(6) 2015, UDI#: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the manufacturing representative received a notice from a nurse that the patient is scheduled for a lead revision on (B)(6) 2018 for an unknown reason. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Implant dates corrected: product ID 3389s-40 lot# va0670c implanted: (B)(4)2013 product type lead product ID 3389s-40 lot# va06b3v implanted: (B)(6)2013 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was determined the lead was revised due to lack of efficacy.